Event description:
It was reported that the right atrial lead was capped and replaced due to over sensing and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.